Manufacturer narrative:
Complaint of overheating and shutting down could not be reproduced. All functions perform as expected. No problem found.

Event description:
It was reported the camera control unit hd560p over heated and shut down. A back up device was utilized to complete the procedure. No patient injury or complications were reported.